Event description:
Customer obtained a reading of 233 mg/dl on the aviva system, but was not feeling well and called the emts. Emts arrived 20 minutes later and tested the customer at 40 mg/dl on their meter. Customer was treated with a shot (type not provided). More than 10 minutes later, customer obtained a reading of 156 mg/dl (aviva) and 330 mg/dl (emt meter) within five minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.